Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Service & repair evaluated the device with the following findings: the reporters complaint of metal shavings coming from inside the unit could not be confirmed. The device was tested and the complaint was not duplicated. Placeholder.

Event description:
Hospital personnel reported metal shavings coming from the inside of a chuck with key for battery power line. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.